Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns, add gel messages) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the add gel and gong alarms. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving gong alarms and add gel messages prior to gel release.